Event description:
The customer reported via phone call that she had damage on the insulin pump. Customer stated that the reservoir lip on the pump was half gone and the o-ring was now out of the pump. Customer was at home and was going to bolus for her breakfast. Customer stated that the pump fell and later that night, she felt some scratching. Customer looked at her pump and saw the damage. Customer's blood glucose was 107 mg/dl at the time of the incident and today it was 170 mg/dl. Customer stated that at one point her blood glucose was low at 30 mg/dl on sunday, (B)(6) 2015. Customer also stated that the pump came off her body and it got caught on something but it did not drop to the ground. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.